Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1055 ¿ biolox delta ceramic head ¿ 2955088, ep-200156 ¿ e1 active articulation bearing ¿ 963270. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01383, 0001825034 - 2019 - 01384.

Event description:
It was reported that patient arrived in the ER approximately 1 month post hip revision with a dislocated hip. After failing to reduce the hip, an x-ray was taken showing that the dual mobility had disassociated from the ceramic head. The patient then underwent a revision surgery. Attempts have been made and additional information on the reported event is unavailable at this time.